Event description:
Customer reported that tpn tubing was found to be leaking, possibly at the filter; the bed was reported to have been saturated. From the reported information, there is no suggestion of harm to the patient or medical intervention. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer's report of a leak in the set, possibly at the filter, was confirmed. The leak is due to a small cut found on the nitro tubing sleeve at the filter outlet port. Multiple assembly scenarios were tested in an attempt to recreate the cut sleeve, however we were unable to duplicate the observed failure mode. The root cause of the cut nitro tubing sleeve was not identified.